Manufacturer narrative:
Investigation summary DHR review for batch #7002636 (p/n 309628): manufacturing dates: 1/20/2017 ¿ 1/21/2017. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. All acceptable quality limits (aqls) were met. Batch 7002636 was manufactured and released according to procedures and specifications. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. The appropriate bd business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Root cause description: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Rationale: based on the severity assigned to this complaint and the results of the complaint lot history check, CAPA is not required at this time.

Manufacturer narrative:
A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the physician found a speck in 1 ml bd luer-lok¿ disposable syringe while drawing up medication for a patient. The physician was unsure where the speck came from. The item in question was discarded before use. No report of injury.